Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site, happening since the middle of september. According to the patient, the issue got worse and the sensor came out of the arm on (B)(6) 2023 along with pus. On (B)(6) 2023, the patient visited her hcp who cleaned the wound and the customer continued to do this at home. The wound is currently closed and dry and is healing well. The patient currently has no sensor.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient reported to senseonics that sensor came out of the arm along with the pus. The pocket where the sensor was inserted happened to be the same one as previous sensor. This would have likely contributed in sensor coming out of the arm. Senseonics recommends making another sensor pocket in the opposite arm (preferably) for re-insertions. In this case, after the sensor came out, the patient visited hcp who cleaned the wound. The hcp did not prescribe any medication. The patient continued cleaning the wound at home. The wound is currently closed and dry and is healing well. As resolution, the hcp who inserted the sensor will be retrained on insertion procedures and recommendations. No further investigation was found necessary for this complaint.